Event description:
It was reported that the ventilator had multiple resets with an audible alarm at startup. It is unk if the reported problem occurred while on pt. The biomed tech was able to replicate the reported problem.

Manufacturer narrative:
Na